Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported the patient experienced a gradual change in therapy/symptoms noted as ¿lots of pain¿ and a granuloma. The hcp mentioned the link to high concentrations and stated there was no reason to use high dosages and make the patient¿s return for refills so often. The hcp stated he used concentrations that allowed longer refill cycles and didn¿t have any issues. The inflammatory mass was surgically removed.